Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: muca, a., aung, k., hutchinson, m., beale, a., janczyk, r., & iacco, a. (2025). Robotic extended total extraperitoneal transversus abdominus release for traumatic flank and abdominal intercostal hernias. Hernia, 29(1). Https://doi.org/10.1007/s10029-024-03192-9.

Event description:
A review of the literature article titled, "robotic extended total extraperitoneal transversus abdominus release for traumatic flank and abdominal intercostal hernias," was performed. Per the article, a total of 8 patients were analyzed. All patients suffered traumatic or valsalva-induced hernias. The article noted that during one of these da vinci-assisted surgeries, it was found that one of the patients was admitted and had to be hospitalized for 6 days due to post-operative tachycardia requiring intensive care unit (ICU). Another patient developed a seroma requiring operative drainage and wound vacuum-assisted closure. The article concluded that "this study demonstrates that the robotic-assisted extended total extraperitoneal/transversus abdominus release (etep/tar) technique is an effective way of repairing abdominal intercostal and flank hernias." There were no specific da vinci device malfunctions reported, nor did the author allege that isi products caused or contributed to any adverse event.